Event description:
Patient underwent bilateral breast implant surgery in 2012. The left implant started leaking and was removed approximately seven months later.what was the original intended procedure?bilateral breast implant.